Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a video assisted thoracoscopic surgery procedure, the bag had a hole at the bottom. Case completed by pulling through the incision instead of using a bag. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results of the pouch found that only the bag was received for analysis. Upon evaluation, the bag was noted to be torn at the bottom end (not at the seams). The torn portion was noted stretched. Each device is 100% visually inspected at two different assembly operations prior to shipment and damage of this magnitude would have been detected during this inspection. However, a potential cause of the torn bag is attempt to remove the bag with specimen through the trocar or force the bag through the access site as this may lead to bag rupture and spillage of contents. The batch record was reviewed and no anomalies were noted during the manufacturing process.